Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the centrimag motor alarmed with an m5 error and would not reach the set rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor not reaching set speed and a m5 alarm was not confirmed. The centrimag motor was returned for analysis to the service depot. The reported event was unable to be reproduced during testing. The motor was run on a test loop for several days at various speed settings and no issues were observed. The motor cable was inspected and manipulated and there were no issues. A full functional test was performed, and all tests were passed. Multiple good faith efforts were sent to retrieve additional information regarding if the console or flow probe was exchanged, if the alarm resolved and how, and if there was a patient involved in this reported event; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". No further information was provided. The manufacturer is closing the file on this event.